Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window and cracked battery tube threads.

Event description:
Customer reported that she had unexplained high blood glucose. Customer when to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 614 mg/dl. Customer stated that she is a nurse and her insulin pump is cracked. Nothing further was reported.